Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.

Event description:
Boston scientific received information that this newly-implanted cardiac resynchronization therapy-defibrillator (crt-d) indicated loss of capture during threshold testing. It was reported that while in aai mode, the device exhibited shock morphology, and then indicated right ventricular sensing (rvs) and left ventricular sensing (lvs) when thresholds reached 3.5 volts. No problems occurred when the thresholds were conducted in the device's ddd mode. There was no report of adverse patient effects. About four months later, a boston scientific field representative reported pacing pauses due to intermittent capture while doing right ventricular (rv) threshold tests during a device check. Impedances were reported as stable in the 400-500 ohm range.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on july 9, 2025, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.

Event description:
Boston scientific crm received information that this newly-implanted cardiac resynchronization therapy-defibrillator (crt-d) indicated loss of capture during threshold testing. It was reported that while in aai mode, the device exhibited shock morphology, and then indicated right ventricular sensing (rvs) and left ventricular sensing (lvs) when thresholds reached 3.5 volts. No problems occurred when the thresholds were conducted in the device's ddd mode. A boston scientific technical services consultant (ts) initially discussed increasing the gain setting for the device, and after conferencing with another ts, suggested connecting to a surface electrocardiogram (egc) for comparison and to try another programmer. There was no report of adverse patient effects. About four months later, a boston scientific field representative reported pacing pauses due to intermittent capture while doing right ventricular (rv) threshold tests during a device check. Impedances were reported as stable in the 400-500 ohm range. Ts had the representative start pacing threshold tests at 7 volts and decrease in steps; loss of capture occurred at 2.6 volts. The representative indicated the device would be reprogrammed to account for the threshold change, and he would consult with the patient's physician regarding the increased threshold. Ts recommended monitoring the patient more frequently, or obtaining an x-ray to determine if the lead's position has changed since implant four months previously.

Event description:
Boston scientific crm received information that this newly-implanted cardiac resynchronization therapy-defibrillator (crt-d) indicated loss of capture during threshold testing. It was reported that while in aai mode, the device exhibited shock morphology, and then indicated right ventricular sensing (rvs) and left ventricular sensing (lvs) when thresholds reached 3.5 volts. No problems occurred when the thresholds were conducted in the device's ddd mode. A boston scientific technical services consultant (ts) initially discussed increasing the gain setting for the device, and after conferencing with another ts, suggested connecting to a surface electrocardiogram (egc) for comparison and to try another programmer. There was no report of adverse patient effects. About four months later, a boston scientific field representative reported pacing pauses due to intermittent capture while doing right ventricular (rv) threshold tests during a device check. Impedances were reported as stable in the 400-500 ohm range. Ts had the representative start pacing threshold tests at 7 volts and decrease in steps; loss of capture occurred at 2.6 volts. The representative indicated the device would be reprogrammed to account for the threshold change, and he would consult with the patient's physician regarding the increased threshold. Ts recommended monitoring the patient more frequently, or obtaining an x-ray to determine if the lead's position has changed since implant four months previously.

Manufacturer narrative:
Subsequently, 33.7 months after implant, a health care provider (hcp) reported increases in the patient's rv, ra (right atrial), and lv (left ventricular) pacing thresholds after the patient had fallen. Ts discussed obtaining an x-ray to assess lead positions and possible lead dislodgement. Ts also discussed that with the increased thresholds, device outputs may be maximized without ensuring capture. Hcp planned to consult with the patient's physician. This report will be updated if additional information is received. The device and leads remain in service. The device subsequently was returned approximately 11 months later with no additional information. Analysis is pending.

Event description:
Boston scientific received information that this newly-implanted cardiac resynchronization therapy-defibrillator (crt-d) indicated loss of capture during threshold testing. It was reported that while in aai mode, the device exhibited shock morphology, and then indicated right ventricular sensing (rvs) and left ventricular sensing (lvs) when thresholds reached 3.5 volts. No problems occurred when the thresholds were conducted in the device's ddd mode. There was no report of adverse patient effects. About four months later, a boston scientific field representative reported pacing pauses due to intermittent capture while doing right ventricular (rv) threshold tests during a device check. Impedances were reported as stable in the 400-500 ohm range.